Event description:
It was reported that right ventricular lead was dislodged during lv lead revision procedure. Physician was unable to insert stylet into the right ventricular lead so it was explanted and replaced. Patient¿s condition was stable.